Event description:
Customer reported a physicists discrepancy: radiation field exceed portion of receptor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the image intensifier sizing. System operates as intended. This MDR is related to ge healthcare complaint number.